Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review was conducted with the following findings: all catheters were produced on catheter machine a116 in (B)(6) 2025. All raw materials used in the production of the affected lots were verified to be correct and within specification. No nonconformances were recorded during the production process of catheters. No similar complaint was received for lot 5c03363 and malfunction code uca-pmc07.02 catheter shaft, balloon, tip or eyelets too rough/jagged edges or too sharp. The affected rate is (B)(4) percentage (2 affected pieces out of (B)(4)), which is within the 0.4 aql limit applicable to this type of issue. The process parameters were adjusted within the validated window. The machine logbook was reviewed, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. Based on the available documentation and investigation results, no manufacturing-related root cause was identified for this complaint. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
Device 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user states "he can feel a burr near the eyelet for his gc glide."